Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station on the server had not been configured for critical override which seemed to be triggered due to a time zone mismatch between the station and the server. A technical support specialist dialed in to server via secure link and fixed time zone issue between server and station and the station no longer in critical override and the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device was on critical override the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.